Manufacturer narrative:
Added information to h6. Attempts to retrieve additional information was unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a failing 23mm 11500a aortic valve implanted for an unknown implant duration that is being evaluated for valve-in-valve procedure.